Manufacturer narrative:
Product analysis: at incoming inspection it was noted that the lock key was unresponsive, the patient connector was broken and the device battery was depleted, however the device did pass its incoming test. The keypad membrane, battery and patient connectors were all replaced and the device then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was in need of repair. The generator has not been received into service. There was no patient involvement. It was further reported that the product was returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.